Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy, the device broke and got stuck on the cystic duct. It is unknown how the case was completed. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4).batch # t92t08. Investigation summary: the analysis results found that an er320 device was received with the trigger closed and damaged, not allowing the device to be opened. In addition the top shroud was noted to be damaged. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent. In addition, 11 clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.